Event description:
It was reported that the cuff of this artificial urinary sphincter (aus) was not opening. As a result, the cuff was explanted and replaced. No patient complications were reported.

Manufacturer narrative:
Model number/catalog number: 72404127. Serial number: n/a. Batch/lot number: 1100872259. Model/catalog description: control pump fgs iz. Unique identifier (UDI) #: (B)(4). Model number/catalog number: 72400024. Serial number: n/a. Batch/lot number: 1100911961. Model/catalog description: balloon fgs 61-70 cm. Unique identifier (UDI) #: (B)(4).